Manufacturer narrative:
(B)(4). (B)(4). Event and explant dates: the revision surgery is scheduled, but has not yet occurred. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a knee procedure. Subsequently, surgeon is requesting a custom tibial insert to replace the currently implanted tibial insert, which is worn.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Concomitant medical products: unknown zimmer femoral catalog#: ni lot#: ni, unknown zimmer tibial tray catalog#: ni lot#: ni. Reported event was confirmed by review of the radiograph. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a knee procedure. Subsequently, patient was revised due to tibial insert wear approximately twenty one (21) years post-implantation.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.